Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal two out of two attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the vessel sealer extend (vse) instrument locked up and the customer had to use the emergency release button. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that tissue dissection was being performed at the time the issue occurred. No fault occurred. The jaws were stuck on tissue in the fallopian tube, but no additional tissue needed to be removed.